Event description:
It was later reported that the patient was confirmed to not have had an allergic reaction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, after delivering two pulses in left superior pulmonary vein (lspv), the patient's respiratory condition deteriorated rapidly, temporarily resembling an anaphylactic reaction. Allergies to a non-depolarizing neuromuscular blocking drug or a short-acting intravenous anesthetic and sedative were suspected but not confirmed. The non-depolarizing neuromuscular blocking drug was discontinued and the short-acting intravenous anesthetic and sedative was used to achieve deeper sedation. Coughing worsened the respiratory condition, deepening sedation to the level of muscle relaxation reduced post-pulse coughing. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.